Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as skin break down underneath one of the left electrodes. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse adjusted belt for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.